Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor exhibited undersensing. Programming changes were made. The patient's status was unknown.